Event description:
Left ventricular epicardial lead placement. First deployment location had high threshold(7.5/0.5). When the lead was unscrewed a small tear and bleeding was observed by the physician. He commented the left ventricular tissue was very fragile. At the second deployment location significant bleeding was observed upon screwing the lead in. The physician immediately decided a thoracotomy and putting the patient on bypass was needed. The thoracotomy was performed. Patient was put on bypass. Injury to the left ventricle was repaired. Epicardial lead was placed and tested with good results then connected to the ICD. Patient was removed from bypass and the chest was closed. I spoke with the physician after the case to get clarification on what occurred during the procedure. He did have some difficulty getting the deployment tool to release at the second location. And he reiterated the main issue was the fragility of the patients left ventricular tissue. The patient was briefed before the case that opening the chest up would be potentially required. Patient has a history of lead issues, lead explants.